Event description:
The customer reported that the system displayed frame sync errors and failed to allow fluoroscopic exposures, exhibiting a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The systems interface pcb and video controller pcb were evaluated and replaced. The cmos settings were also reset and the nodes were flashed during the service event. The system was tested and found to be working as intended and returned to service.